Event description:
During a pci/stenting treatment procedure, the quantum maverick monorail 15x3.75 mm balloon ruptured at 16 atms. The number of inflations performed is unk. The balloon was being used for post-dilation after deployment of a cypher stent. It is noted that the quantum maverick balloon was expired. The quantum maverick balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'